Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump alarmed insulin flow block. It was reported the reservoir was not empty. The customer was able to complete rewind/load reservoir. Insulin did not exit during 5 unit fixed prime/fill cannula. The customer was advised to remove the reservoir from the pump and rewind the pump. The customer was advised to run load reservoir with an empty pump until the pump piston reached the end of travel. No reservoir/no reservoir detected did not occur after the piston reached the end of travel. The customer received load reservoir complete. The customer was advised to reset fill cannula to the appropriate cannula prime for their infusion set. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.